Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a catheter put in last wednesday, due to patient holding his urine. Caller reported patient had to drink 64 oz of water a day. Caller reported patient had urine in his urethra. Caller reported the doctor's office reprogrammed patient's setting today. Caller reported with his new parameter setting, its not giving him enough time to go to the bathroom. Caller reported he pee on himself. Caller reported physician reprogrammed patient from 1.5v to 1.9v.  Suggest patient to discuss with doctor's  office to see if patient can decrease setting  and redirect caller to patient's hcp.